Event description:
It was reported that the subject device had b30 scope communication error occurred during set up/ inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps performed: 1) turn the unit off. 2) clean the contact pins on the scope. 3) blow a bit of air on the subject device contact pins. 4) make sure the cables are seating correctly. 5) plug the scope back on the subject device and turn the tower back on. Error code came back. Tac asked the customer to just turn the tower on with no scope plugged in. Customer said that the color bars are showing on the monitor with no error code. Tac recommended for the customer to send the subject device in for evaluation the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: debris inside tubing. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.